Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparomyomectomy, problems occurred during surgery. After starting to use, several red lights came on the generator. The battery and generator were replaced and used normally. After several activations, the blade was broken. Fortunately, the operation was safe, and the patient was okay. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection of the disposable hand piece revealed battery contact pins # 7 and 11 on the post-mitigation pin pad were damaged. The device had been used in a procedure. The waveguide was not damaged. No loose components were found. The reported condition of component disengaging was not confirmed. The device stopped working. Investigation personnel found out that the pins 7 and 11 were bent on the post-mitigation pin pad. The cause of the failure was determined to be the damaged dissector battery contact pins and the damage can be attributed to the user because the device had been used in a procedure. The dissector battery contact pin pad on this device is a new design intended to drastically minimize the occurrence of bent pins. This failure is not a supplier or manufacturing defect as the device would not have passed final functional testing on the production line prior to shipping as the production line does a 100% inspection and testing of all dissectors. User damaged contact pins are addressed in the instructions for use (IFU) which warns customers to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. The IFU also states: do not use damaged components, as this may result in injury to the patient or user. The IFU also provides specific instructions for attaching the battery pack to the dissector to avoid damaging the contact pins from improper attachment. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparo myomectomy, problems occurred during surgery. After starting to use, several red lights came on the generator. The battery and generator were replaced and used normally. After several activations, the blade was broken. The operation was completed without patient injury.